Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left fundal uterus/us showed device possibly in fundus of uterus') and device breakage ('free in the container is 3 thin, partially coiled wire') in a 31-year-old female patient who had essure (batch no. 627729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, hypertension, stroke, anxiety, endometrioma, menorrhagia, abdominal pain localised, pain in hip, post-traumatic pain, chest pain, dizziness, hypertension, shoulder injury, heart fluttering, numbness in leg and paratubal cyst. Concomitant products included triamterene. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and urinary tract infection ("bladder or urinary problems or changes-urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: lower left side"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("naval pain"), abdominal pain lower ("lower left side pain") and vulvovaginal pain ("pain: lower vagina area/ cramping in vaginal area"). The patient was treated with amoxicillin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, pelvic pain, dysmenorrhoea, abdominal pain and urinary tract infection outcome was unknown and the abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: patient was currently planning for essure removal. Left- 7 coils and right- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: results: migration of essure device. Ultrasound scan - in 2016: results: device possibly in fundus of uterus. Ultrasound scan vagina - on (B)(6) 2008: results: migration of essure device. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, device breakage. Lot number: 627729, manufacturing date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc, we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left fundal uterus/us showed device possibly in fundus of uterus') and device breakage ('free in the container is 3 thin, partially coiled wire') in a 31-year-old female patient who had essure (batch no. 627729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, hypertension, stroke, anxiety, endometrioma, menorrhagia, abdominal pain localised, pain in hip, post-traumatic pain, chest pain, dizziness, hypertension, shoulder injury, heart fluttering, numbness in leg and paratubal cyst. Concomitant products included triamterene. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and urinary tract infection ("bladder or urinary problems or changes-urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: lower left side"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("naval pain"), abdominal pain lower ("lower left side pain") and vulvovaginal pain ("pain: lower vagina area/ cramping in vaginal area"). The patient was treated with amoxicillin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, pelvic pain, dysmenorrhoea, abdominal pain and urinary tract infection outcome was unknown and the abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: patient was currently planning for essure removal. Left- 7 coils and right- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: results: migration of essure device. Ultrasound scan - in 2016: results: device possibly in fundus of uterus. Ultrasound scan vagina - on (B)(6) 2008: results: migration of essure device. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Event added: free in the container is 3 thin, partially coiled wire. Reporters information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left fundal uterus/us showed device possibly in fundus of uterus') and device breakage ('free in the container is 3 thin, partially coiled wire') in a 31-year-old female patient who had essure (batch no. 627729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, hypertension, stroke, anxiety, endometrioma, menorrhagia, abdominal pain localised, pain in hip, post-traumatic pain, chest pain, dizziness, hypertension, shoulder injury, heart fluttering, numbness in leg and paratubal cyst. Concomitant products included triamterene. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and urinary tract infection ("bladder or urinary problems or changes-urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: lower left side"), dysmenorrhoea ("dysmenorrhea (cramping), abdominal pain ("naval pain"), abdominal pain lower ("lower left side pain") and vulvovaginal pain ("pain: lower vagina area/ cramping in vaginal area"). The patient was treated with amoxicillin and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, pelvic pain, dysmenorrhoea, abdominal pain and urinary tract infection outcome was unknown and the abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: patient was currently planning for essure removal. Left- 7 coils and right- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: results: migration of essure device. Ultrasound scan - in 2016: results: device possibly in fundus of uterus. Ultrasound scan vagina - on (B)(6) 2008: results: migration of essure device. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device expulsion ("left fundal uterus/us showed device possibly in fundus of uterus") in a (B)(6) female patient who had essure (batch no. 627729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, hypertension, stroke, anxiety, endometrioma, menorrhagia, abdominal pain localised, pain in hip, post-traumatic pain, chest pain, dizziness, hypertension, shoulder injury, heart fluttering and numbness in leg. Concomitant products included triamterene. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and urinary tract infection ("bladder or urinary problems or changes-urinary tract infection"). On an unknown date, the patient experienced pelvic pain ("pain: lower left side"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("naval pain"), vulvovaginal pain ("pain: lower vagina area/ cramping in vaginal area") and abdominal pain lower ("lower left side pain"). The patient was treated with amoxicillin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, abdominal pain and urinary tract infection outcome was unknown and the vulvovaginal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: patient was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: migration of essure device ultrasound scan - in 2016: device possibly in fundus of uterus. Ultrasound scan vagina - on (B)(6) 2008: migration of essure device. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received- bladder or urinary problems or changes updated to urinary tract infection. Outcome of abdominal pain lower, vulvovaginal pain updated to recovered / resolved. Treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.